Event description:
A nurse called to report that the customer was admitted to the hosp for high bgs. It was stated that the nurse wants to have the pump locked at. The device was not available for testing at the time of call. Also it was indicated that the customer's bg rises when pt was taken off of the insulin drip and put back on the pump. The nurse informed that the customer would call for further troubleshooting on the pump.